Event description:
It was reported to tyco/healthcare/kendall that a contaminated needle stick was sustained by an employee. Samples rec'd (not actual device involved in incident). Activating lever does not appear to be completely pushed into the locked position on the returned samples.